Manufacturer narrative:
Additional information: b5, g3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during tethered cord syndrome, in the third stitch in the dura mater, the needle and thread detached. When the hand-washing nurse took the needle holder and found that the needle was missing. Immediately reported to the circulating nurse and the surgeon. The hand-washing nurse and the surgeon searched for it on the operating table but failed to find it under the microscope. The broken part was taken out, and the user searched for the needle again, but it was not found. It was noted that an x-ray was performed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during tethered cord syndrome, in the third stitch in the dura mater, the needle and thread detached. When the hand-washing nurse took the needle holder and found that the needle was missing. Immediately reported to the circulating nurse and the surgeon. The hand-washing nurse and the surgeon searched for it on the operating table but failed to find it under the microscope. The broken part was taken out, and the user searched for the needle again, but it was not found.